Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the implant was opened with another contaminated implant. Surgeon elected not to use either implant due to one being contaminated. Both implants were considered contaminated. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint cannot be confirmed as the product was found to be conforming. Visual evaluation of the returned device shows that all tyvek seals returned are acceptable. As the products were determined to be acceptable per review of the product seal, a DHR review was not performed. No product failure was found as the products are within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.